Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose. Blood glucose reading was 600 mg/dl. Customer's wife stated customer had high blood glucose and they gave the bolus using insulin pump but meter was reading too high to send it over to insulin pump. It was also reported that customer was in hospital for cancer and not eating anything and their passing was coming. Customer treated high blood glucose with insulin pump. The insulin pump will not be returned for analysis.